Manufacturer narrative:
B3: approximation based on the reported date of the patient's accident. Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365db312855b0. Model: db-3128-55b. Serial:(B)(6). Batch: 5003162. UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure in which the implantable pulse generator (ipg) and the lead extension were replaced. The revision was necessary due to the patient being involved in a motorbike accident unrelated to the device or stimulation. As a result, high impedances appeared, and the patient lost therapy, experiencing increased hand tremors. The physician believes the extension was damaged during the accident and was the source of the high impedances. The patient is stable postoperatively. The explanted devices will not be returned to boston scientific, as they were retained by the facility.